Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for chronic low back pain and spinal pain. Information was reported that the patient stated she was told by her healthcare provider (hcp) that they may have to replace the ins because the patient is having to charge it almost every day. The patient stated that yesterday they had their stimulation off and it was "killing them." The patient stated around the battery site it felt like 100 bees, that's all the patient could explain it like, "the patient was getting stung." The patient stated their recharging issue started months ago, but confirmed it starting in 2019. The patient was redirected to follow up with their hcp to address their symptoms. No further complications were reported. No additional patient symptoms were reported.